Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level due to blank display. Customer reported insulin pump did not turn on anymore. The customer¿s blood glucose level was 440 mg/dl at the time of the incident and current blood glucose level was 400 mg/dl. Customer stated that they experienced symptoms related to high blood glucose. Customer reported insulin pump system has been in use within 48 hours of reported high blood glucose event. It was unknown if auto mode was active or not. Customer does not wish to continue troubleshooting. No further patient's complication reported. The insulin pump will not be returned for analysis.